Manufacturer narrative:
The customer reported that the cns unexpectedly rebooted, then got stuck at the cns logo screen and would not boot up. It showed errors then displayed a black screen. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the cns unexpectedly rebooted, then got stuck at the cns logo screen and would not boot up. It showed errors then displayed a black screen.

Manufacturer narrative:
The customer reported that the cns unexpectedly rebooted, then got stuck at the cns logo screen and would not boot up. It showed errors then displayed a black screen. The device was evaluated and the problem was duplicated. The hdd1 was replaced with a new hard drive to resolve the issue. All steps in the maintenance check sheet of service manual were complete and extended testing was performed for one day with bedside monitor, printer, and recorder. The device has been repaired and returned to the customer. The defective hdd has been discarded. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.